Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a laser ablation procedure. It was reported that in tra-operatively, the tubing was unboxed and had no clamp on the tubing. A manufacturer representative noticed this issue and the procedure proceeded normally. The procedure was completed and there was no reported impact to patient outcome. There was thirty-second seat for the representative to take a picture of the tubing. The tubing was not available for return.